Event description:
Procedure performed: sleeve gastrectomy event description: [hospital name] "the device was used in a laparoscopic sleeve gastrectomy. The setup and beginning of the surgery was going well, the surgeon was using an advanced bipolar energy device in the first few steps of the surgery." "The setup and beginning of the surgery was going well, until a gas leak sound was heard. Upon checking, it appeared that the alexis sheath has separated from the ring. Causing a separation and gas leak." Type of intervention: the surgeon tried to roll the sheath over the ring to try to close the gap/tear and be able to continue the surgery. There was no replacement for the device. Upon locking the gel platform on the ring, the lock broke. The surgeon had to press the lock hand. Patient status: no injury.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.